Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode is completely detached. Product was out of the original packaging. No packaging returned. A review of the customer provided image shows a wand in opened packaging. The device was plugged into the controller and registered settings (1,7). The wand was not able to generate plasma and coagulation due to detached electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: 1) electrode damage. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee surgery using the super multivac wand, when the foot pedal was pressed, only one out of three tips in the wand worked. The procedure was completed without delay using a smith and nephew back up device. No patient injuries or other complications were reported. Upon investigation, it was found that the electrode is completely detached as an additional failure.